Manufacturer narrative:
Despite several follow-up attempts, no new information was provided from the author. Off label use and hematoma development are both considered not serious. Both events are not described in the current IFU for the tutopatch graft. Product identifiers were not provided; therefore, a batch documentation analysis could not be conducted. Tutogen considers the hematoma development event as being related to the surgical procedure and not associated with the tutopatch graft.

Manufacturer narrative:
Rti germany's investigation is in process. Once the results are available, a follow-up report will be submitted.

Event description:
Rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, conducted a literature review and found an article published in the turkish journal of medical sciences, october 2024. The article was titled: comparison of autologous venous grafts and three types of extracellular matrix grafts used in peyronie's disease surgery. The patients underwent a corporoplasty with penile plication and grafting procedures by a single experienced surgeon between 2014 and 2020 and were retrospectively evaluated. A total of 115 patients were included in the study and divided into 4 groups according to the graft material used. Group 4 represented 43 patients that were implanted with bovine pericardial emgs; tutopatch. The age of the patients ranged from 40 to 64 years old. One patient, in group 4, developed a hematoma post-operatively. Of note, no unique serial ids of the tutopatch® grafts that were utilized in the study were documented in the article. The tutopatch® grafts were used off label. To date, no additional information has been provided to rti for review.